Event description:
It was reported that this right ventricular (rv) lead exhibited elevated shock impedance measurements over an extended period of time. The lead is connected to another manufactures implantable cardioverter defibrillator (ICD). Review of device data found the shock impedance values have been fluctuating between 130-145 ohms with most recent measurement to be 150 ohms. Technical services recommended to consider lead replacement and provided programming options. At this time, the lead remains in service. No adverse patient effects were reported.